Event description:
A fail code 812:02. Information was not provided regarding whether or not the failure occurred during a patient infusion. No reports of any patient incident involving this pump.

Manufacturer narrative:
Evaluation summary: the customer's reported condition of fail code 812:02 was confirmed.